Manufacturer narrative:
The device was received with cracked case-corner of the belt clip rail and open book/ critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had broken force sensor was detected during seating or regular delivery alarm. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump was not exposed to high magnetic field. Customer was unable to clear the alarm. Customer also stated that the insulin pump had crack on the back where clip goes. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.